Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation was: - the printed circuit board a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the panel lights off due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit had a blackout. The malfunction occurred during inspection for use and there were no reports of patient involvement.